Event description:
It was reported that a home patient (hp) reused single-use supplies on the homechoice device, during fill four of four. The hp was connected at the time of the event. During troubleshooting, it was noted that the hp had only changed cassettes and not solution bags when a reload set alarm was received. The technical service representative assisted the hp to end therapy and advised the hp to contact their nurse regarding the reuse of single-use supplies, missed therapy, and the possible compromise of sterility. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is a report of a use error in which the patient reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.